Event description:
The customer reported that the unit was improperly shut down causing the system to have corrupted files and therefore, will not boot up.

Manufacturer narrative:
(B) (4). The ge service rep was unable to boot up the system properly. He found the software corrupted, upon boot up, system locks up. While in service mode, the system locks up at passcode. He reloaded the system software, flashed all persistant/program nodes, and loaded all cal files data. The system operates as intended. (B) (4)